Event description:
It was reported that during continuous renal replacement therapy using a prismax machine, while attempting to change the circuit, an unspecified alarm was triggered, and the treatment was terminated. The operator attempted to manually return the blood; however, due to a broken hand crank ("the silver part came out of the black part"), the extracorporeal blood could not be returned to the patient. The patient reportedly required ¿increased epi drip¿. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on-site by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The technician primed the tubing set and ran a simulated treatment session for 15 minutes and no alarms were observed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No alarms were noted.a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.